Event description:
It was reported that x-rays taken approximately six weeks post op showed that a set of screws had backed out. No pt complications have been reported. At this time the doctor does not plan to revise.